Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's ipg has reached end of life. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
Ipg met normal longevity and therefore is no longer reportable.

Event description:
Additional information revealed that the ipg met normal longevity and therefore is no longer reportable.